Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic forceps moved to the closed position then failed to open. Procedure details, patient involvement and patient impact information is unknown. Additional information has been requested. Additional information received clarified that the forceps moved to the closed position and failed to reopen when tested prior to performing a vitrectomy surgery. There was no patient involvement thus, there was no impact to the patient.